Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the chair is pulling slightly to the right due to a bad locking gas cylinder.